Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 3 hours after placement, the foley catheter was naturally removed, and when the cuff was checked, foley catheter balloon had burst. Part of the cuff part remains inside the bladder. It was removed using a cystoscope.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed cause unknown. Received (7) photo samples. The first and second photo sample shows overview of foley catheter with a rupture balloon. The third, fourth and photo shows the closeup view if the balloon burst with missing pieces. The sixth photo shows the missing piece. The seventh photo shows the inflation valve/cap with product information. Visual evaluation of the returned sample noted one opened (without original packaging), used latex foley catheter. Visual inspection of the sample noted the balloon was ruptured. The labeling is found to be adequate to fulfill s03fa211 revision 26. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 3 hours after placement, the foley catheter was naturally removed, and when the cuff was checked, foley catheter balloon had burst. Part of the cuff part remains inside the bladder. It was removed using a cystoscope.